Manufacturer narrative:
Correction: d2a: common device name added. G2: health professional checked 'yes'. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a lead appeared to have fluid inside the lead after opening. A different lead was used to complete the procedure.